Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported that the patient had faced diabetic ketoacidosis seizure or diabetic coma, which caused the patient's blood glucose was elevated to 504 mg/dl, therefore patient had received correction bolus given with the pump and doing activity. The patient was also hospitalized and reported that feeling sick/nausea. The reason for patient hospitalization was due to high blood glucose on (B)(6) 2024 and patient was still in hospital and received treatment IV insulin drip. No further information available.